Event description:
The user facility was transporting the patient to the emergency room in an ambulance. Pre-use checks were performed on the ventilator. Ventilator settings were o2 100%, tidal volume 500, and respiration rate of 12. The patient with combitube in place was connected to the ventilator for about 20-25 minutes when pulse ox noted to drop. The ventilator settings were checked, along with the oxygen tank levels, tube placement, ventilator circuit, and oxygen hose. The patient was taken off the ventilator and assisted ventilation via bag valve mask was performed. Patient condition improved after patient was taken off the ventilator. No injury to the patient was reported.

Manufacturer narrative:
Smiths medica. Imports the ventilator from another country's co kits a patient circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. The ventilator was returned to smiths medical. Technical service department for evaluation. Upon evaluation, it was found that the ventilator inhibited during panting breath. The inhibit block and damaged crystal were replaced. The oscillator, frequency, low air mix and high/low tidal volume were recalibrated. The loose frequency fine adjustment screw was resecured and the sticking valve in on/off block was lubed. The sintered filter and o-ring were replaced as a preventative measure. The instructions for use says to perform performance checks by suitable personnel or authorized representative not more often than once every 6 months, but at least once every 2 years. The ventilator is approximately 10 years old. The ventilator was last serviced (prior to this incident) in 2000, when it was returned to the smiths medical. Technical service department. The ventilator passed all functional testing and was returned to the user facility. The ventilator has not been maintained as advised in the instructions for use. Attachment 1: IFU page discussing performance checking.